Event description:
Complainant alleged that during biomed testing the device powered up with a yellow display and would not charge. Complainant indicated that there was no pt involvement in the reported malfunction.